Event description:
A lifecor territory mgr called lifecor customer support to report that he has been receiving dead battery packs from lifecor. He stated that he went to fit a patient, he could not get two different battery packs to power up the same monitor. He stated that when he placed one of the battery packs in the charger, he received a "battery charging" light. Support sent the tm a replacement monitor and two replacement battery packs. On 09/12/2007 support contacted mgr regarding the return of the equipment. All four battery packs he had worked in the new monitor. Therefore, he was only going to send back the monitor that would not power up with any of the battery packs in his possession.

Manufacturer narrative:
Device eval summary: device evaluation of monitor has been completed. The reported problem was confirmed. Monitor would not power up and was drawing 25 microamps of current. The monitor was reprogrammed and it powered up. The monitor was downloaded and the flags showed no defects. The root cause of the failure is unk as we were unable to duplicate the failure. Once powered up the monitor functioned normally. This monitor was made a demonstration unit since the cause of the problem was unk. The battery pack was fixed. No adverse event resulted from the faulty battery pack. The patient received two replacement battery packs.